Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the viper x25 set screw inserter (p/n: 286735400, lot #: mf4155401) was returned and received at us cq. Upon visual inspection, it was observed that the device was missing the inner shaft assembly. There was an unknown metal wire broken and stuck inside the screw inserter. There were scratches on the device but have no impact on the functionality of the device. No other issues were identified with the returned device. The complaint condition was confirmed for the viper x25 set screw inserter (p/n: 286735400, lot #: mf4155401). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number mf4155401 was released in three batches. Batch1: lot were released on 12 may 2018 with no discrepancies. Batch2: lot units were released on 13 jul 2016 with no discrepancies. Batch3: lot units were released on 10 sep 2018 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during sterilization process it was observed that the guidewire, or similar unknown object is stuck within the set screw inserter and it is not possible to remove the object stuck inside. Thus the set screw inserter is unusable. There was no patient involvement reported. Concomitant device reported: guidewire/unknown object (part # unknown, lot # unknown, quantity 1). This report is for one (1) viper2 x25 set screw inserter. This is report 1 of 2 for (B)(4).